Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd¿ catheter tip syringe the customer states a leak occurred through the syringe cap of a filled syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no photos or samples were received in (B)(6) plant for evaluation therefore failure mode could not be verified and root cause could not be determined. A device history review was completed with the following results: batch 6327752 was produced 1/16/17 with zero defects found. Not confirmed due to no sample. Investigation conclusion: unknown due to no sample.